Manufacturer narrative:
(B)(4). Additional information: the er420 device was received in good visual condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a product demonstration, the middle east marketing manager tried to use the device as a demo for inservice with the doctors; but the clips were coming out without any change and in an open shape. Not used during any procedure and there are no adverse consequences for any patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.